Event description:
The initial surgery (anterior cervical discectomy and fusion - (two levels) was performed in either (B)(6) 2013. The initial surgery had gone well, without incident. The pt had attended their postoperative office visit with the doctor the first week of (B)(6) 2014. During the office visit the doctor had ordered a routine postoperative x-ray, which allegedly shows one broken screw. The pt is not experiencing any postoperative symptoms at this time; therefore, the doctor will continue to monitor the pt's progress and recovery. If the pt starts to present any postoperative symptoms at a later date then the doctor will discuss the available options (i.e. Revision surgery) with the pt at that time. The part numbers and lot numbers of the spider screw (s) are not known at this time. In addition, x-spine has not received the screw(s) and/or preoperative or immediate postoperative images for eval. This complaint will be re-opened if the spider screw(s) and/or preoperative or immediate postoperative images are made available to x-spine for eval at a later date.

Manufacturer narrative:
(B)(4).